Event description:
It was reported that 203 days after implantation of a 3.0x32mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion located in the mid left anterior descending artery (lad). A pre-intervention stenosis of 85% was reported. It was not reported that the lesion was predilated. A 3.0x32mm taxus express2 drug eluting stent was deployed in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. The pt received plavix prior and after the procedure. The pt "tolerated the procedure well." No complications were reported. The pt presented 203 days after the initial procedure with an 80% in-stent restenosis in the lad. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lesion using a 2.5x15mm quantum maverick balloon. A 3.5x32mm non-boston scientific stent was deployed at 35mm in the lad "inside previous the taxus stent." A 3.5x23mm non-boston scientific stent was then deployed at 32 atm in the lad "distal to first stent and inside the previous taxus stent." A post-intervention residual stenosis of 0% was reported. The pt tolerated the procedure well. No complications were reported.

Manufacturer narrative:
H6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8160995 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs.